Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported the insulin gauge was inaccurate. There was no impact to the customer¿s blood glucose level. It was discovered that the customer was not practicing the proper air removal technique. Reportedly, the customer loaded a new cartridge to resolve the issue.